Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1000 bd luer-lok¿ syringes had issues with scale marking permanency where the ink smudged off their barrels. The following information was provided by the initial reporter: "in testing the ink is smudging and coming off the syringes".